Event description:
It was reported that the patient indicated the inflatable penile prosthesis pump was hard to squeeze. The physician repositioned the pump to a new spot after confirming that the device was working properly. No patient complications were reported.